Event description:
It was reported through the research article, "experience with percutaneous right ventricular support in the early post-left ventricular assist device implantation period," that right ventricular support can be used to correct rvf. This was a case study that observed a 14-year old pediatric patient with severe heart failure and dilated cardiomyopathy. Prior to implant, the patient required peripheral venoarterial extracorporeal membrane oxygenation (va-ECMO). The patient's pre-implant condition also included relative tricuspid and mitral regurgitation, a thromboembolism of lower lobe branch of pulmonary artery, multiple organ failure syndrome, and chf class iib. From the time of the patient's admission until the time of lvad implant, the patient required continuous renal replacement therapy, which was then continued intra- and post- operatively. In the 5 days leading up to the patient's implant of the heartmate 3, they were on short term mcs with peripheral va-ECMO, which regressed the patient's metabolic and multiple organ disorders. The lvad was implanted from the median sternotomy approach under cardiopulmonary bypass (cpb) and on a beating heart. The patient was given nitric oxide (ino) to inhale at 20 ppm dose was used as a selective pulmonary vasodilator to reduce increased pulmonary vascular tone and prevent the development of right ventricular failure (rvf) in the early post-implantation period. In the early post-implantation period, despite significant cardiotonic and vasodilator therapy, acute right ventricular therapy was noted. A transesophageal echocardiogram was performed and revealed increased rv volumetric functions. Observations included severe hypokinesis of its free wall and outlet section, up to grade 3 tricuspid regurgitation with simultaneous displacement of the interventricular septum toward the left ventricle, sharp reduction in left atrial and left ventricular cavity with lvad suction cannula to the interventricular septum. In order to provide increased blood flow to the left heart and increase lvad flow rate, a percutaneous rvad was used. The goal was to provide increased blood flow to the left heart and to increase lvad flow rate. The rvad was used for a total of 7 days, with first 2 days of use in combination with ECMO to control blood gas composition. The application of short-term rvad improved the central hemodynamics, increased blood flow to the left heart and increased lvad performance. Following the 7 days of use, the patient's rv pumping function was sufficient enough to discontinue rvad use. The patient remained in the intensive care unit for 15 days following day of lvad implant. The patient was discharged from the hospital at day 34 post implant and following discharge, the patient was under outpatient care without clinical compromise of rv function and they had optimal functioning lvad parameters. In conclusion, short-term mcs by paracorporeal centrifugal rvad is an effective remedy for hemodynamic disorders caused by early acute post-lvad rvf. The percutaneous cannulation technique is a less traumatic way to perform right ventricular bypass.

Manufacturer narrative:
Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2343 hemodynamic instability. Specific patient information and device serial number is documented as unknown. Details are listed in the article. Device was implanted at time of event. Hospital involved: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2343 hemodynamic instability. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assisted system (lvas), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 lvas IFU, rev. G is currently available. Section 1, "introduction," lists right heart failure as a potential adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management" (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.